Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed a drive regulator calibration test which passed. The fse tried turning the unit off and on again. There was no warning tone and no warning message on the screen. The fse tested the operation of the unit and left it for two hours, but no abnormal symptoms were found. The unit can be operated normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, when turning on the cardiosave intra-aortic balloon pump (iabp) the machine had a loud notification sound all the time and there was a warning message "power-up test fails code #14" on page/screen. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.